Manufacturer narrative:
Medtronic received the following information from a journal article entitled; total aortic arch repair with double-fenestrated physician-modified endografts, at least 3-year follow-up bacri c, hireche k, alric p, canaud l journal of vascular surgery volume 80 no 2 pp. 344-54 https://doi.org/10.1016/j.jvs.2024.03.029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ total aortic arch repair with double-fenestrated physician-modified endografts, at least 3-year follow-up¿. The time frame of this study was over a three-year period. 74 patients were included in the study. This study aimed to report the efficacy and safety of double-fenestrated physician-modified endovascular grafts (pmegs) for total aortic arch repair with at least 3 years of follow-up. Valiant captivia stent grafts were used for all procedures. The following malfunctions were reported among the patient population: type ia and ib endoleak.